Event description:
A malfunction alarm with code malf 9 was reported. There was no reported adverse impact on the customer¿s blood glucose level. Customer support provided guidance on resetting the pump, and after doing so, the error did not recur. The customer was informed that they could continue to use the pump and advised to contact support again if any issues reappeared.